Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a sterility issue occurred with bd syringes 20ml ll s/c 50. The following information was provided by the initial reporter, " our surgery team is having trouble with the new 20ml luer lock syringes (303310). These syringes are not ripping correctly when being opened and it is messing up our sterile process. Large amounts of these syringes are being thrown away and wasted." 5,000 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Event description:
It was reported that a sterility issue occurred with bd syringes 20ml ll s/c 50. The following information was provided by the initial reporter, " our surgery team is having trouble with the new 20ml luer lock syringes (303310). These syringes are not ripping correctly when being opened and it is messing up our sterile process. Large amounts of these syringes are being thrown away and wasted." 5,000 occurrences were reported.